Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there any sterile sample available from the reported lot for analysis? Are there pictures available that could be forwarded for review? Name of the procedure? What is the patient current status?

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: was the procedure completed successfully? Was there any adverse patient outcome? No patient consequences. Use of another device from another lot.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mdm819 batch number, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled off the suture and stayed in the needle holder. There were no adverse patient consequences reported.